Manufacturer narrative:
D3 and g1: updated. Please refer to the attached analysis report.

Event description:
Reportedly, the subject programmer smells burnt.

Event description:
Reportedly, the subject programmer smells burnt.